Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 02/05/2016. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the returned platform was performed and found that the front enclosure was cracked and the battery lock bent. The autopulse platform is a reusable device and was manufactured in 2012. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint of the platform powers up but no display a review of the archive was performed and several user advisories (ua) 45 (not at "home" position after power-on) and ua 7 (discrepancy between load1 and load 2 too large) were observed on 1/2/2016. Additionally, on 01/21/2016 ua 2 (compression tracking error) was also observed during compressions with battery (s/n (B)(4)). This alert relates this battery having low voltage and low remaining capacity (rc) when ua 2 was noted. During functional testing, the platform only displayed ua 45 upon power up. The drive shaft was rotated to home position. The platform passed testing for 15 minutes run in test using lrtf (large resuscitation test fixture equivalent to 250 lbs patient). Load cell characterization test was performed and both load cells were within specification. This would indicate that ua 7 was previously cleared by the user. Based on the investigation, the cracked front enclosure bent battery lock was replaced. In summary the customer's reported complaint that the platform displaying ua 45 was confirmed during functional testing and archive review. The root cause for the ua 45 was the drive shaft was not at home position. After the drive shaft was moved to the home position, the platform passed all final functional testing criteria. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Event description:
It was reported that during a routine shift check the autopulse platform (s/n (B)(4)) displayed a user advisory 45 ((not at "home" position after power-on/restart) error message. The customer was unable to clear the user advisory. No patient was involved with this event. No additional information was provided.